Event description:
The complainant alleged that during a routine shift check by a clinician the device would not report a "test ok" message during self-test. The complainant indicated there was no patient involvement with this reported malfunction.